Event description:
End user's wife reports "packaging defect noting paper very thin tearing unevenly when opening and glue looking uneven on the seals." There were (B)(4) catheters in total from three market units of same lot, however not all (B)(4) packages were torn as they did not open or use all of them. It was unknown the quantity affected. The wife reports her husband started cathing this year post laminectomy on (B)(6) and has neurogenic bladder. He had a foley catheter in after surgery for retention that and had complication of e. Coli uti and prostatitis due to that foley. He was hospitalized (B)(6) for sepsis for 5 days. She states his symptoms of uti resolved but still sore in prostate. He then started straight cathing and had home health briefly. They used gc glide catheters 421911 that had no defects paper was thick per wife. Wife noticed that the paper on these looked thin, almost half the thickness of the previous orders they had used of this same product. Paper would tear unevenly when opened. The glue as well looked like it was placed on their unevenly, not smooth at edges. When she burst water sachet it was like the paper was like "tissue paper" and it would absorb through it. Wife reports "soon after using these with defect she thinks for certain his second uti was due to this catheter defect as it was so hard for her to tear open paper evenly she said she was picking paper out to get the catheter out and thinks contamination occurred. His uti symptoms are headache, low grade fever, nausea lower back pain, chills, increased confusion and weakness. She said they were able to get him into pcp and they did urine sample (found pseudomonas) and placed him on cipro for 1 week oct 4rth and his symptoms resolved. She continued using the defected product but then did complain to 180 medical about the issue. They ended up switching to bard catheters but she cannot remember when she stopped using the defected gc glide catheters all together and she thinks his most recent uti (also pseudomonas) last week could have been also to blame on this defect as well. " wife also states "last monday dec 4rth his usual uti symptoms returned and progressed quickly, his fever was up to 102.4 and she had to call 911- he was admitted for 3 days with uti and was given meropenem, piperacillin and rocephin and discharged home on cipro - feeling much better now. She said she knows proper cic technique. She washes hands, uses gloves and cleanses meatus with a antibacterial wipe. She then activates catheter and then prior to removing catheter from packaging changes her gloves to remove it from packaging and uses the no touch sleeve ensuring not to contaminate it. She said initially since he was still sore from prostatitis she did put additional sterile lubricating jelly to the tip by squeezing it into the catheter while in package prior to removing. She thinks this defect is to blame for his second uti and possibly his 3rd. He followed up with his pcp and is now on d-mannose for uti prevention." Wife was advised not to use any product that appears defected.

Manufacturer narrative:
A2: age 84, sex: male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No other complaint of this nature has been received on the lot. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.